Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type h3: analysis of the m995402a001 battery pack (bp) (s/n nlh165895n) revealed that battery pack won't charge in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was blank/unresponsive, and the controller will only power on if it is plugged into the ac power supply. Agent walked pt through removing the battery pack and plugging controller into the ac power cord; confirmed controller does power on. Pt confirmed green light on the ac power adaptor. Pt inserted the battery pack but did not see a green light above the screen. Agent had pt unlock controller and confirmed; no device found (16) as the implant was not charged. Agent had pt insert alkaline batteries in the controller and confirmed the controller powers on. Pt confirmed no physical damage on battery pack pins nor controller battery compartment pins. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the battery pack.